Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. Raw data from the erroneous test run were not provided for analysis. Raw data from the repeat (correct values) run were analyzed and indicated a sample specific abnormality in that the neutrophil and eosinophil populations in the scatter diagrams for this sample merged and overlapped each other. Because cell populations were not separate, this caused inconsistent gating results from the instrument software algorithm. The root cause for erroneous results on the first sample run could not be confirmed. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported, the lh750 hematology analyzer generated erroneous differential results on one pt. The neutrophil count was high and there were no eosinophils observed. The test results were accompanied by an instrument-generated messages for cellular interference. Because of the instrument flag, the pt sample was repeated on the lh750 analyzer and a lower neutrophil count and higher eosinophil count were reported by the instrument. The test results were accompanied by instrument-generated messages for cellular interference and giant platelets. The customer then performed a manual differential and observed differential results closer to the second instrument run. There were no erroneous results reported outside of the laboratory. There were no reported changes to pt treatment associated with this event.